Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as it was identified that the epg failed the incoming test due a pulse noise issue the printed circuit board (pcb) was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for preventative maintenance subsequently tested out of s pecification during manufacturer's analysis. There was no patient involvement.